Event description:
The customer reported to beckman coulter that an unknown amount of liquid had leaked in the reagent reservoir area of the coulter lh 500 hematology analyzer. The leak was contained within the instrument and the instrument generated intermittent low lyse alarms. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse found a leak coming from pinch valve (pv64) with intermittent low lyse alarms generated by the analyzer. The fse replaced all reagent lines and found worn pv49. The fse replaced the tubing at the pv49, primed the system, performed shutdown/startup, ran controls, and reproducibility with no further leaking. Later in the day the customer contacted the fse stating the low lyse alarms had returned. The fse returned to the site and inspected pick up tubes. The fse clipped the end of the lines resolving the low lyse alarms. Failure mode of the leak was related to the pinch valve (pv64). The instrument generated intermittent low lyse alarms alerting the customer to an instrument problem. (B)(4).